Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the surgery, the patient felt stimulation, but still lacked control of their bowels and bladder. The patient was also sick. Program four resulted in pain at the implant site. While on the call, the patient changed to program three and felt stimulation comfortably. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that after surgery, the patient was kind of ¿drugged up¿ and was told she would have to increase stimulation when she got home. The day of the report was the first time the reporter tried to adjust the patient¿s stimulation, and she wasn¿t feeling any stimulation ¿down below.¿ she was only feeling stimulation at the implantable neurostimulator (ins) site and it was causing her pain. The patient didn¿t feel stimulation or pain at the ins location until stimulation was increased. Stimulation was decreased and the patient was no longer feeling stimulation or pain at the ins site; now the patient wasn¿t feeling anything at all. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0p1jz, implanted: (B)(6) 2014, product type: lead. (B)(4).